Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no additional information available from the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for this device. The cause of the failure of the printed circuit board cannot be conclusively determined.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, white balance light-emitting diode (led) were observed to be flashing, and the keyboard was not functioning. This is attributed to the printed circuit board failure. The printed circuit board needs to be replaced. Device has up to date main switch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer to the olympus representative, during preparation for use the white balance light on the device was blinking. The menus could not be selected either. The communication cables were connected properly and were reseated. There was no issue with the socket. There is no patient involvement.